Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 56 mg/dl last night and 445 mg/dl in the morning. The customer treated the low with food and the high with manual injection. The customer's current blood glucose was 138 mg/dl. The customer reported no delivery occurred during manual prime. The insulin pump will not be returned for analysis.